Manufacturer narrative:
The complaint was confirmed. The 5 fr d/l catheter broke completely near the distal end of the silicone hub assembly. The veneer of the break was granular and smooth. The edges were uneven. The distal end of catheter was not returned for eval. The exact mechanism of damage is unknown.

Event description:
The PICC line was placed and was removed 15 days later because it broke just below the bifurcation.